Manufacturer narrative:
Considering the surgical methodology, it was seen that the dentist hasselected an implant design which is not recommended for the patient'sbone quality. Moreover, it was seen that the dentist has used sequenceof drills different than the one recommended for the implantinstallation. The investigation of the complaint was carried outconsidering the analysis of the information given by the dentist in theguarantee form, visual conference of the product returned by the dentistand the evaluation of relevant production records.

Event description:
(B)(4)¿ the dentist reported that 6 months after the dental implant was installed in intraoral region 12#, its non-osseointegration was observed. Moreover, 45n.cm of primary stability was achieved, the patient presented bone type I.